Event description:
It was reported that during preparation, prior to a surgical procedure at the user facility, foreign material was found in the device sterile packaging. The user facility reported that the procedure was completed successfully and that there were no surgical delays, adverse consequences, or medical interventions.

Manufacturer narrative:
A piece of tyvek debris was returned for evaluation. The hood and packaging were not returned.

Event description:
It was reported that during preparation, prior to a surgical procedure at the user facility, foreign material was found on the hood while the surgeon was wearing it. The user facility reported that the procedure was completed successfully and that there were no surgical delays, adverse consequences, or medical interventions.